Event description:
Customer reported an issue while updating time, personal profile, or biq/ciq settings. Blood glucose level was reported between 45-50 mg/dl. Customer consumed carbohydrates to address low blood glucose and did not require assistance. Cts helped the caller update basal rate settings and advised checking with the customer¿s healthcare provider whenever settings are updated.